Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated they needed emergency supplies sent to them, but the product was not verified as the customer hung up the phone. No further information was provided.